Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported being in the hospital due to high blood glucose readings. The customer's blood glucose was not known at the time of the incident. The customer was treated at the hospital for a couple of hours and they went back to the hospital and was treated with an IV drip. The customer also reported physical damage to the insulin pump. The location of the damage was the select button. The insulin pump will be returned for analysis.